Manufacturer narrative:
A ge svc rep performed an onsite investigation. The kilo-voltage was calibrated and measured and the x-ray tube was repaired. The supply regulator was replaced. The system was tested and put back into svc. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's interface was not working properly. The kilovoltage was found to be too high. No pt injury was reported.